Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients wound was not healed causing the incision to not close properly. Symptom of discharge was noted. The patient was a heavy smoker and the physician believed that symptom was due to poor health. No device malfunction was suspected. Antibiotics were prescribed. The patient underwent an explant procedure and all explanted device components will not be returned as they were kept by the facility.